Manufacturer narrative:
Our quality engineer inspected the sample for evaluation. Bd received one 24g insyte autoguard unit that exhibited evidence of use. Your report of a leak from the IV catheter was confirmed; however, the root cause could not be determined. What appeared to be blood residue was visible on the catheter adapter. A functional test revealed a leak from the catheter tubing near the nose of the adapter. A microscopic examination revealed a v-shaped breach in the tubing. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Event description:
Patient receiving infusion in preparation for transfusion. When attempting to connect the transfusion, we noticed liquid under the dressing, therefore, dressing removed, connections checked (no problem) and we saw liquid leakage from the catheter just before insertion under the skin. 'Production problem'? Clinical consequences: removal of ivp as no other solution available. New venous access established to transfuse the patient.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.